Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00022. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, two ruby coils stopped advancing through a lantern microcatheter (lantern) and were both removed. The physician flushed the lantern and completed the procedure using eleven new ruby coils and the same lantern. There was no report of an adverse effect to the patient.